Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -16.00/+1.50/95 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced low vaulting. It was also reported that the patient is pregnant and will would like to do a replacement surgery next year. Lens remains implanted. Cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.